Event description:
It was reported by the customer mother that the customer had a low blood glucose level and paramedics were called. The customer's blood glucose level was 39 mg/dl. The mother states she treated before the paramedics treated the customer. The reason the paramedics were called was because the school nurse treated customer based on the sensor glucose readings. Mother mentioned the insulin pump is working fine, but declined to troubleshoot, because the customer is no longer using the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.